Event description:
A patient was taken to surgery for a thoracotomy and lung biopsy. While the surgeon was using the endo gia stapler, two covidien duet trs loading units had malfunctions. The first loading unit had issues with the tissue reinforcement material detaching from the staples (this material is a spongy silicone coating which helps seal the suture line. Then the 4th loading unit misfired (when the trigger was depressed the stapler would not release. In total two units out of ten failed. Fortunately there was no harm to the patient. Patient did tolerate this procedure well. The two loading units were sequestered and bagged for pick up by risk management. Both devices are in one bag so unfortunately our office cannot determine which lot number relates to which above event.